Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that both the patient's devices were replaced. The reason for the replacement is that the ins on the right side went dead, it showed a symbol on the screen and it was completely out. The left ins barely worked and it was down to a couple of like a volt. It was unclear if it was due to normal battery depletion. The patient said at first it last 5 months but it is believed they meant 5 years. The patient said his shaking returned on one side when the battery went dead. They replaced both batteries even though one was still reading. Since they replaced both ins's the patient is shaking like crazy on both sides. The patient said it is a good system but it is not doing what it is suppose to. The patient thinks they need a fine tuning. No further complications were reported or anticipated with this event.